Manufacturer narrative:
Based on the available information, no conclusion can be made as to the degree to which the phasix mesh implant may have caused or contributed to the patient's reported recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of the procedure and is identified in the IFU as a possible complication. It is reported that the patient voluntarily left the study, therefore her clinical course beyond this time is unknown. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Per (B)(6) clinical study finding ((B)(6)): it is reported that the patient had a recurrent ventral hernia and on (B)(6) 2014 underwent repair with an onlay technique with component separation technique in open fashion using a phasix mesh. Lysis of adhesions was also performed at this time. As reported on 05/02/2016 the patient saw a "pop" and thought she might have another hernia. On (B)(6) 2016 the patient was diagnosed with a first time recurrence of the ventral hernia which was confirmed via CT scan. It is reported that the patient's recurrence was assessed by the surgeon to be possible device related and definitely procedure related.